Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that sutures were successfully placed with two proglide devices in the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. The sheath was upsized to 18fr and the aaa procedure was completed. Reportedly, when advancing the knot on the second proglide device a suture break occurred. A third proglide device was attempted to be placed; however, a cuff miss occurred. When removing the third proglide device a suture break occurred with the first placed proglide device. A cut-down was performed and the artery was sutured closed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.